Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right atrial (ra) lead had exhibited loss of capture. The ra lead was explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.